Event description:
On 12 february 2026, leica biosystems (lbs) received a user reported injury complaint. Lbs was informed that the user of a leica cm3050 s cryostat device suffered an injury while removing the blade from the blade holder of the device with the anti-roll plate in the open position. The injury was described as a cut that required a visit to urgent care. Treatment was provided in the form of a medical adhesive (glue). On (B)(6) 2026, a lbs field applications specialist (fas) visited the customer site and was informed that the injured user was in the process of being trained in the usage of the cm3050 s cryostat device as part of the customers' onboarding process and had no prior experience in the field of cryosectioning. During the cleaning of the device the user made a mistake while trying to remove the blade from the blade holder. On (B)(6) 2026, the lbs fas provided additional information that the injury sustained by the user was a cut to the left index finger. After the initial visit to urgent care on (B)(6) 2026, the user was able to return to work without missing any additional time of work due to the injury sustained.